Event description:
It was reported that during implantation, the right atrial (ra) lead exhibited impedance measurements of less than 400 ohms consistently. The ra lead was explanted and a new lead implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.